Event description:
The customer reported that during passage of parenteral nutrition into a patient the pump was disturbed. The nurse checked the flow rate of the product and found that it flowed at a rate of 2 hours instead of 12 hours. The nurse has checked the correct flow of the pump and she found that the maintenance of the pump should have been done in (B)(6) 2014. The patient was over infused and de-saturated in oxygen. Patient was found to be at 83% saturation. Immediate actions were taken by administrating diuretic drugs, higher concentration of oxygen and supervision of patient. The device was sent for further evaluation. The device was received. The evaluation found that the pump has not been charged for more than a year and the battery was depleted. Due to the depletion of the battery when the event log was downloaded and reviewed some of the data was corrupted. A simulated test was performed across different time intervals to check the flow rate and all of the flow rate measurements were within specification. The reported event could not be reproduced. The device was found to meet specification.